Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of coronary artery disease and prostate cancer. The vessels were reported to be non-tortuous and non-calcified. The aneurysm was 5.2cm in diameter and has remained stable until recently. A follow-up CT scan approx 1 year ago revealed that everything was normal. In 2004 it was reported that the pt was in a serious motor vehicle accident; however, pt did not become symptomatic. On a recent follow-up the aneurx stent graft was found to have migrated and the aneurysm was found to have enlarged to 6.5cm im diameter. In 2004 the stent graft appeared to be well fixed in the iliac arteries, but the proximal portion was in the aneurysm sac and an angiogram showed the aortic neck to be 24mm in diameter. The physician decided to convert the device to an aorto-uni-iliac to prevent a rupture. It was reported that a cook zenith device was placed and deployed low and angled in the aneurysm sac. Then a talent aortic cuff was implanted from the level of the renal arteires to the top of the zenith device. An aneurx iliac cuff was implanted to extend the ipsilateral limb. An endoleak was found at the top of the stent graft with the contralateral limb still filling. Finally a gore excluder was implanted within the talent cuff to attempt to obtain a seal. The endoleak was still present but filling slower. The pt was sent to the operating room for femoral-femoral crossover. No add'l clinical sequelae were reported.